Event description:
Customer reported erroneous high test results were obtained when using the immage rheumatoid factor (rf) on the immage 800 immunochemistry system. Customer reported an increase in the number of rf positive patient results, with most of the results recovering a value slightly above 20 iu/ml. Calibration and quality control data were evaluated and are acceptable. The erroneous high test results were reported out of the laboratory. There were no reports of death, serious injury or affect to patient management associated with this event.

Manufacturer narrative:
This issue is currently under investigation.

Manufacturer narrative:
Customer received a new lot of rheumatoid factor, and beckman coulter considers that no further investigation is required for this event.